Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up abnormal pacing impedance measurements were noted on the right ventricular (rv) lead as well as noise. It was noted that the values had been out of range since three months ago. A possible rv lead fracture was suspected. The physician elected to follow up with the patient every three months. No adverse patient effects were reported, and the system remains implanted.